Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found it difficult to depress the plunger of the syringe while trying to infuse the catheter balloon.

Event description:
It was reported that the user found it difficult to depress the plunger of the syringe while trying to infuse the catheter balloon.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the returned syringe was able to function without any difficulty as water could be filled in and removed from the syringe without any issue. This complaint was unconfirmed as the syringe was able to function and no difficulty to press the plunger of the syringe was experienced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1) do not use in patients who are or have been allergic to natural rubber latex. [Direction for use.] Insert the catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."